Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to insertion of the 2.5 x 38 xience xpedition into the patient, during removal of the stylet with minimal resistance felt, the stent implant came off the balloon. There was no patient involvement. Another 2.5 x 38 mm xience stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. The patient was left on medical management. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device status changed from returning to not returned. (B)(4). The device was not returned for analysis. Only a non-abbott stylet, sheath and dislodged stent implant were returned. The investigation was unable to determine a conclusive cause for the reported difficulties/issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.